Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -14.00 diopter, during the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. Another icl lens was not implanted. The cause of the event was unknown.